Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple inaccurate fill estimates were received. Reportedly, the customer continued to use the cartridge for insulin deliveries. Customer's blood glucose level was 278 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.